Event description:
Event description guidant received information that this right ventricular transvenous defibrillation lead was exhibiting tones confirmed to have been a high, out of range shocking impedance. Ventricular fibrillation was induced and a high engery was delivered. The post-shock lead shock impedance measurement was back within the normal range. No adverse patient symptoms were reported.